Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a tka was performed on 2008 on the right side. A bilateral revision surgery was performed on (B)(6) 2022, due to the journ art ins bcs std 5-6 rt11 broke. The current health state of the patient is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation but the pictures were reviewed, and revealed that the insert is broken. The clinical/medical investigation concluded that, based on a review of this complaint, there were no clinical factors found which would have contributed to the reported failure. The two undated, unlabeled photos were provided of the two inserts with the broken posts next to it supports the complaint; however, they don¿t contribute to determining a root a cause. Since the current health of the patient is unknown, the impact to the patient beyond the reported revision cannot be confirmed nor concluded based on the information provided. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for knee systems revealed that implant can break or become damaged as a result of strenuous activity or trauma, and has a finite expected service life and may need to be replaced in the future. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to traumatic injury, surgical technique, postoperative care or overuse. As the device can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.